Event description:
Dr (B)(6) reported in his fax that he was performing a surgery procedure. During this, he observed that during tightening the screw with the torque handle, the head of the screw was broken off. There was a delay of 10 min. A replacement was available and at the end, the surgery was successfully completed.

Manufacturer narrative:
Method: a risk assessment was completed. Results: the implicated device was not available for eval and the corresponding lot info is unk. Complaint history analysis: the complaint history review was not possible because the design generation of the screw is not known. Risk assessment: there were no reports of any adverse consequences to the pt. While a 10 minute delay in surgery was reported, a replacement screw was available to successfully complete the procedure. Conclusion: no definitive conclusion can be drawn in this case due to the lack of info. Should the device be returned and add¿l info becomes available, this will be reported as supplemental.